Event description:
It was reported the patient experienced decreased therapeutic effects of dbs as noted by an increase in hand tremors. The patient noticed this change when the scs system is on. The patient has had dbs and interstim systems for several years without issue. The patient has recently had a scs implant. The manufacturer's representative was able to illicite the hand tremor by increasing the pulse width. No outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.